Manufacturer narrative:
There were no alarms on the last calibration performed on 07-jul-2021. Quality controls were within range, showing no indication of a reagent or instrument performance issue. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer determined the analyzer sampled a bubble, causing low sample volume to be aspirated. The gear pump was checked and was running within specifications. Performance testing passed on the second channel, but failed on the first channel. Hcg testing was performed on the second channel. The investigation could not identify a product problem. The issue was resolved after the service activity.

Manufacturer narrative:
The field service engineer ran performance testing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg test system on a cobas 6000 e 601 module. The sample initially resulted in an hcg value of 6.16 miu/ml and this value was reported outside of the laboratory. Based on results obtained with a second sample collected from the patient, the sample was pulled and repeated, resulting in a value of 186112 miu/ml. The sample was repeated a second timeon (B)(6) 2021, resulting in a value of 183211 miu/ml. A corrected report was issued. The hcg reagent lot number was 528065. The reagent expiration date was requested, but not provided.